Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. Surgical intervention may be pending.

Event description:
Follow up revealed that the patient's ipg was replaced. Issue has been resolved.